Event description:
Procedure type: nephrectomy. According to the reporter: during procedure, the device could not cut well. New device was opened and it could cut the tissue as usual. There was no bleeding reported in excess of 500cc. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No pt harm. The case was ot extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).